Manufacturer narrative:
An internal investigation was performed for a false resistant oxacillin (oxa) result for a staphylococcus aureus strain in association with the vitek® 2 ast-p612 test kit and software version 8.02. A review of quality records confirmed ast-p612 lot # 4920684203 met final qc release criteria and passed qc performance testing. The customer did not submit the isolate for evaluation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to reference method.

Event description:
A customer in (B)(6) reported a (B)(6) result for a staphylococcus aureus strain in association with the vitek® 2 ast-p612 test kit and software version 8.02. The customer stated they had a (B)(6) strain which flagged as (B)(6) and cefoxitin screen (oxsf) (B)(6), in which the aes (advanced expert system) software changed the (B)(6) to (B)(6). The customer tested the strain on a chromid® (B)(6) plate and it was (B)(6), so pcr was performed in which it was (B)(6) fema (B)(6) and (B)(6). It is not known if the customer repeated the ast-p612 test or confirmed the (B)(6) result. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.